Event description:
It was reported that the customer was hospitalized for diabetic coma. It was stated that the customer checked the bolus history and found that she had not given herself a bolus prior to hospitalization. No troubleshooting was performed, and no additional information was provided at the time of call.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.